Event description:
It was reported that the patient's trend data indicated many low impedances along with atrial high rate episodes with noise. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported at at later follow up appointment, no p wave data was available. There had been an atrial lead warning, and the lead had swtiched to unipolar. The lead remains in use, but a revision is being discussed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.